Event description:
One pt ((B)(6)) states that she experienced an irritation and inflammation in her eyes after using a medical device, cvs disinfection lens care solution. Pt's medical record and product info is not available at this time.